Event description:
It was reported that the pump had cartridge fit issues. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the actions taken or outcome of the event.